Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a cycler alarmed with an invalid sensor reading (thermistor 4) warning. This occurred several times in step 7 of setup. Patient was not connected during incident. Caregiver pressed ok, but warning reoccurred. Cycler has been re-setup with new supplies. Confirmed flow alert option already set to no. The fresenius technical support representative advised the caregiver the cycler would be replaced due to the invalid sensor reading warning. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The caregiver stated a new cycler was delivered and it is working well. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Heater test passed. Valve actuation test passed. System air leak test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. Mushroom head check passed.a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.